Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms had been received. There was no known impact to the customer's blood glucose (bg) level. Reportedly, the customer was using alternate therapy for insulin therapy. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.